Event description:
It was reported that "the end of the taps are mis-shapen. I noticed it when I was going through the set at our office."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.